Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure being performed? What is the product code of stapler used? What color cartridges were used and on what anatomical structure throughout procedure? What was the location of the leak? What was found in the reoperation? How was the leak addressed in reoperation? Were any issues noted with device in initial procedure? Were any staple formation issues noted throughout care of patient? Please confirm date of initial procedure and reoperation.

Event description:
It was reported that the patient presented bleeding 2 days after the surgical procedure, presenting fistula. The patient was readmitted and reoperated on (B)(6) 2019. It was necessary to use a drain and a nasoenteric tube. Patient had to do a parenteral diet. Patient is well and at home.